Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection. The system was explanted. It was noted that the infection was not device related. No further information could be obtained.